Event description:
It was reported that, during implant testing, the system could not convert the induced arrhythmia. Both the 65j and the 70j shocks failed. The doctor closed the pocket and there was still no improvement. An x-ray indicated the device was too anterior. The doctor repositioned the pulse generator more posterior and now, the system was unable to induce an arrhythmia. Also, there was a warning that the shock impedance was out-of-range. The doctor elected to remove the pulse generator and place a new one onto the same electrode. The next day, the low energy shock impedance with the new device was 165 ohms. The high energy shock was 145 ohms. Later, the doctor also explanted and replaced the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the system could not convert the induced arrhythmia. Both the 65j and the 70j shocks failed. The doctor closed the pocket and there was still no improvement. An x-ray indicated the device was too anterior. The doctor repositioned the pulse generator more posterior and now, the system was unable to induce an arrhythmia. Also, there was a warning that the shock impedance was out-of-range. The doctor elected to remove the pulse generator and place a new one onto the same electrode. The next day, the low energy shock impedance with the new device was 165 ohms. The high energy shock was 145 ohms. Later, the doctor also explanted and replaced the electrode. There were no additional adverse patient effects.